Manufacturer narrative:
Pending investigation.

Event description:
As reported, the instrument could have been broken during the surgery. However, the breakage was noticed at the recovery of the instrumentation set by the logistics dept., after the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and xnov ip didn't receive any request for complementary information regarding this issue as well.

Manufacturer narrative:
H3: the broken instrument reported may have been the result of unauthorized disassembly of subcomponents for cleaning and not properly re-assembling the subcomponents after cleaning, which led to the missing subcomponent.